Event description:
It was reported that the battery connection cable was damaged on the power module.

Manufacturer narrative:
Section a1-a4: there was no patient involved. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Section b5 - describe event or problem: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a damaged streamline battery cable of the power module was confirmed. Power module, serial (B)(6), was evaluated by the european distribution center. The unit came in with a nick in the streamline battery cable red wire. When the unit was powered on, it booted up as intended. While the battery was charging, there was a red battery alarm that cleared after the battery was swapped. The unit was connected to a controller and was able to provide power as intended. The damaged cable did not affect the functionality of the unit. A root cause for the reported event was not conclusively determined through this analysis. Investigation also revealed contamination inside the unit, and a red battery alarm device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 4-¿system monitor¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use (rev. B) section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery connection cable was damaged on the power module.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B5 narrative information h6 codes updated no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on (B)(6) 2024 that the battery was close to expiration date and needed to be replaced. The band vents needed to be replaced. Traces of foreign material was found inside the device, and the device was scrapped. The system booted up as intended, and it was stated that during charging, the red battery light emitting diode (led) started burning and an alarm could be heard.